Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of eight devices. Device seven and device eight had bent blades. Device eight had a disengaged unloading\ loading button which signs of deformation and breakage along with plunger. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. Replication of disengaged or broken loading button may be attributed to an incorrect use of the device, against the instruction for use of the product that affected the proper functionally of the device. This might cause the necessity for the user to exert pressure on the button which results in the button disengaging or breaking off the plunger. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the used device needle would not lock into place. No additional information given.